Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. H3 other text : see h10.

Event description:
It was reported that during use with bd alaris¿ smartsite¿ extension set the pressure injector caused a piece in the smartsite to pop out. There was no report of patient impact. The following information was provided by the initial reporter: IV extension set failure (20043e during power-injection). We had a IV extension set fail in CT recently, where the pressure injector caused the internal blue piece in the smart site to pop out.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that during use with bd alaris¿ smartsite¿ extension set the pressure injector caused a piece in the smartsite to pop out. There was no report of patient impact. The following information was provided by the initial reporter: IV extension set failure (20043e during power-injection). We had a IV extension set fail in CT recently, where the pressure injector caused the internal blue piece in the smart site to pop out.